Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to a doctor and was diagnosed with a infection of the pod site. For treatment, the patient was prescribed mupirocin ointment 2% and cephalexin 500 mg to take 4 times per day for 5 days. The patient had puss coming out of the swollen site. The patient's blood glucose (bg) values at one point were 292 mg/dl. The pod was worn longer than 48 hours on the leg. The pod was discarded and the patient was discharged on the same day.